Manufacturer narrative:
The lead will not be returned for analysis as it was surgically abandoned/capped after being actively implanted in use for treatment for approximately 12 years, 8 months. As a result, the allegations against the lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. No manufacturing rejects or anomalies of this type were recorded in the device history record. The lead passed all in-process and quality assurance (qa) final inspection before shipping to the customer, including visual, mechanical, dimensional and electrical tests. Complaint review of the reported lot in question found no additional reports. Controls are in place during manufacturing for electrical and visual verification. In addition, qa in-process and final inspection verify the electrical resistance is checked with a multimeter and readings are on the work order. A review of the related document; permanent pacing lead final inspection; for this device indicates that the lead is checked 100 percent for electrical function. The py model instructions for use (IFU) informs the user of possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. Note: the ligature sleeve on a silicone lead may slightly stick to the lead body. To release the pressure, turn and pull the sleeve body slightly back and forth. To prevent damage to the lead insulation and coil, the suture at the vein exit should not be too tight. Extreme care should be taken not to inadvertently damage the lead insulation during the pulse generator pocket closure. Monitor the patient's electrocardiogram continuously. If a lead dislodges, it usually occurs during the immediate postoperative period. Lead fracture is a recognized clinical event referenced in the instructions for use (IFU). This lead is no longer manufactured by oscor. Based on this information, a CAPA is not required. Oscor will continue to monitor this product for complaint trends. The event will be re-evaluated if additional information becomes available.

Event description:
It was reported that a rv lead fracture was discovered during a device check conducted by the hospital staff. The rn discovered a high rv pli measurement of greater than 2000 ohms. Additionally, loss of capture was noted at programmed outputs. The patient was presyncopal. The patient was placed on a dopamine drip to manage symptoms. The physician capped the lead and implanted a new lead successfully on (B)(6) 2018. The patient was stable pre-, mid-, and post-procedure, and will be discharged the day after surgery.